Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that during nasotracheal intubation the air bag was found to be leaking gradually. There was patient involvement, but no patient harm reported.